Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 12 false positive results were obtained by the laboratory personnel. A false positive may lead to misdiagnosis of certain infectious conditions and therefore delayed treatment. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found errors related to rack in drawer a. The fse replaced the rack and performed simple test of no break again, without fail, checked the electrical network with the multimeter, found no voltage leakage to the ground which could also caused the problem. They followed the initial readings of the equipment after changing the rack, without incidence of failures. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is rack failure. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 12 false positive results were obtained by the laboratory personnel. A false positive may lead to misdiagnosis of certain infectious conditions and therefore delayed treatment. There was no report of patient impact.